Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. During the procedure, the catheter filled with no apparent leaks but, when the surgeon "primed" the catheter, it would not hold positive pressure. The catheter was removed and a hole was noticed in the balloon. The procedure was completed with another catheter with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/19/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210938-2007-01070. The same patient is represented in each medwatch.